Manufacturer narrative:
The device has been received but not evaluated. Once the investigation is complete a supplemental report will be submitted. A request for additional information has been made, but no response has yet been received. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare provider that a silent nite sl device broke. No additional information was provided.

Manufacturer narrative:
Additional information: a2, a3, b3, b5, d4, d9, h6. Patient race/ethnicity and weight were reported as na. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare provider that a silent nite device broke. Additional information received reported that the device broke on (B)(6) 2025 and the patient stopped using it that day. No additional details on the type or location of the break was available. There was no harm or injury to the patient and no intervention was required.